Event description:
The customer observed a spark and smoke coming from the sampling syringe assembly area of the axsym analyzer. It was indicated that fluid was spilled onto the assembly. No adverse impact to the operator was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, inspection of the analyzer, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) inspected the analyzer. It was indicated that buffer had leaked onto the sampling syringe assembly board, because the customer had removed the tubing from both ends of the pressure monitor sensor and had performed a flush without covering the axsym with absorbent tissue. The fsr replaced the sampling syringe assembly and the pressure monitoring sensor. Axsym serial no. (B)(4) did not have an axsym sample syringe shield installed. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the axsym analyzer, ln 07a83, was identified.